Manufacturer narrative:
The t:slim pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 150 units of insulin and the customer removes the air removal step of the load process. Tandem technical support educated the customer on fill estimate calculations and the importance of removing air from the cartridge. The customer's blood glucose level was 240 mg/dl, and delivered a correction bolus of 3 units of insulin to address blood glucose level.